Event description:
Defective display board device history records were not reviewed as the issue is known to not be related to manufacturing process. As part of this issue, a CAPA was opened and investigation concluded in a root cause linked to a supplier issue seen after component ageing. As well, multiple related DHR have already been reviewed on this specific issue with no findings on any of them. Device log review is not applicable for this type of reported event. The market unit reported a known display issue. Analysis of change descriptions showed that our customers have been recommended to replace certain references of lcd screens through the information bulltin bi0222 following CAPA. This complaint was added in our trends for statistical follow. This complaint is not confirmed as parts were not sent back.

Event description:
Defective display board.